Manufacturer narrative:
The needle with the reported frost on the shaft formation was returned to the manufacturer for investigation. The needle was tested via a vi system, and passed with all atp and iceball properties within specifications. Frost formation on the needle shaft was not observed during testing. The reported complaint could not be confirmed. The needle lot manufacturing records were reviewed, and no related deviations were recorded within the needle batch.

Event description:
During a cryoablation procedure of a desmoid tumour, one of the cryoablation needle's collected frost during the first freeze cycle. The patient's skin was protected with saline and gauze, and the case was completed with no injury to the patient. The defective needle was returned to the manufacturer for investigation.